Event description:
During use of the device for two days, with a continuous IV infusion running through one of the stopcock ports, the cap on the other stopcock port came off and the pt hemorrhaged. The pt later expired, after receiving CPR, transfusions and fluid resuscitation. Info from the user indicates that user error was a factor in this event.